Event description:
The manufacturer became aware of an allegation from a user while sleeping with his dreamwear full face mask, the magnetic connectors reportedly got too close to his pacemaker and set off a magnetic response. There was no report of medical intervention. The user reported that he got the mask from his provider as a sample after his sleep study. The user reported the provider was not aware that there were magnets in the dreamwear full face mask. The user discontinued use of the mask and was exploring alternatives with his provider. Philips contacted the user giving him the part number for the plastic clips instead of the magnetic ones. No product was returned for investigation. The user is continuing using the mask with alternative clips. The dreamwear full face instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported this event as an adverse event and product problem. A second review indicates this is a product problem only. There was no serious or permanent injury, and no medical intervention was required.